Manufacturer narrative:
The removed power pcb assembly was returned to physio-control for further evaluation. Physio-control verified the reported failure and determined that the cause of the reported failure was due to an integrated circuit, designator u5 on the power pcb assembly being shorted from pin 12 to 13. This integrated circuit, designator u5 being shorted, caused the device not to power on.

Event description:
It was reported that the device did not power on when a nurse was performing a device check. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third party service agent evaluated the device and verified the reported failure. The third party service agent will replace the power pcb assembly. After the repairs, the device will be returned to the customer for use.